Event description:
It was reported that during a laproscopic colon procedure the device fired, jammed and would not fire. A second device encountered the same issues. They used a third new like device was used to complete the case. No patient consequence reported.

Manufacturer narrative:
Jaws disengaged. Evaluation summary: the analysis results found that the el5ml device was returned with the jaws disengaged from the cam. The device was cycled and ejected the remaining 11 clips due to the condition of the jaws. However, no jamming issues were noted. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.